Manufacturer narrative:
One 2.3mm spike tip inline drill guide was returned for evaluation. Device is over 9 years old. Visual assessment of the device confirmed the reported breakage. The handle has broken mid-point of its length. The shaft is slightly bent. The condition of the device indicates it was subjected to excessive force during use. No root cause related to the manufacturing process can be established.

Manufacturer narrative:
Examination was not possible, as the device has not been returned. The investigation could not draw any conclusions about the reported event without the return of the device. Further investigation is not warranted at this time.

Event description:
It was reported that when the anchor was inserted through the drilling sleeve, it broke. No pieces fell into the patient. No backup device was readily available, it is unknown how was the procedure completed. No significant surgical delay or patient injuries were reported.

Manufacturer narrative:
New information was received by reporter stating that it was the anchor that broke, not the drill. Information has been corrected with the correct device information: (catalog and lot number).